Event description:
A pk papyrus (pkp) covered stent system was selected for treatment of a type ii perforation in the proximal lad. It took several papyrus stents to seal the perforation and took attention to not put a papyrus over the origin of the circumflex. Two pkps were successfully implanted. The third 4.5x15 pkp stent was used and observed to be slipping off the balloon catheter. The stent was pulled back into the guide and deployed inside the guide catheter to make sure there was no stent migration. The guide catheter was then removed and so the stent was successfully removed from the body. It was observed that the perforation appeared to be sealed and it was decided that an additional pkp was no longer needed.

Manufacturer narrative:
Additional information it was intended to treat a moderately calcified lesion (80 percent stenosis degree) in a moderately tortuous segment of the proximal to medial lad with a balloon during which a coronary artery perforation type ii occurred. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.